Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was instructed by his health care provider to call the help line. The customer's sensor glucose reading was 57 mg/dl but his blood glucose level was 526 mg/dl. The customer treated his blood glucose level based on the sensor glucose reading. The device was not returned.